Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was treated with unspecified antibiotics intraperitoneally (dose and frequency were not reported). The patient did not require hospitalization and was doing very well at home. It was not reported if the patient had recovered from the peritonitis event. The action taken with pd therapy was not reported. No additional information is available.